Manufacturer narrative:
Event summary: the patient data files were not returned for this case. Upon visual inspection of 4fc12 / 31757-028, results showed the shaft was kinked at 2.1405 inches from the tip. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. In conclusion, the reported issue has been confirmed through testing. Flexcath 4fc12 / 31757-028 failed the inspection due to a shaft kink near the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, they physician found it difficult to perform a transeptal puncture as it took time to advance the sheath into the left atrium. An attempt was made to insert the mapping catheter into the sheath but the mapping catheter tip seemed twisted under angiogram. The sheath was extracted from the body and a sheath check confirmed that the sheath tip was twisted. The case was completed with cryo. No patient complications have been reported as a result of this event. (B)(6) 2017 the balloon catheter subsequently tested out of specification per the manufacturer's investigation.